Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 466 mg/dl and no delivery alarm. The customer treated with insulin pump. Blood glucose value was 95 mg/dl at the time of the call. Customer states the tubing went bad and caused the high blood glucose. The customer declined to troubleshoot for high readings. The reservoir was not returned for analysis.